Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was disappointed because she still needed to wear glasses to see at distance and near. After f/u with her optometrist, the consumer was advised that she only needed to wear glasses for reading. The consumer did not provide any contact info; therefore, f/u was unable to be conducted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reported did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact info; therefore, a f/u was unable to be conducted. The reporter did not provide any contact info; therefore, a f/u was unable to be conducted. (B) (4). (B) (4). (B) (4).